Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Operation was cholecystectomy. Dr. Started to clip the cystic duct. They placed the clip and the clips did not hold. They say that the clips have risen again. This happened 3 times. Than the open clips recovered from the stomach and separated in a can. It was then opened a new ca 500 this worked without problems. I forgot to ask if dr. Clipped the vessels before. Additional information was received on 10sep2018 via email from applied medical sales rep. Clip was fully into the jaws upon actuation. Trigger was squeezed plastic to plastic. Did the surgeon fully skeletonize the vessel prior to using the clip applier? Or did the surgeon use the clip applier to skeletonize tissue? "Yes, both the d. Cysticus and the artery were isolated" what end of the clip (apex or tip) did not close? "The clip was ejected, both ends missed each other and did not close proximally." How many clips were applied in the procedure? "I believe to have changed after 3 clips, but cannot say this with certainty anymore." Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: cholecystektomie. Operation was cholecystektomie. Dr. Startet to clip the cystic duct. They placed the clip and the clips did not hold. They say that the clips have risen again. This happend 3 times. Than the open clips recovered from the stomach and seperated in a can. It was then opened a new ca 500 this worked without problems. I forgot to ask if dr. Clipped the vessels before. Additional information was received on 10sep2018 via email from applied medical sales rep. Clip was fully into the jaws upon actuation. Trigger was squeezed plastic to plastic. Did the surgeon fully skeletonize the vessel prior to using the clip applier? Or did the surgeon use the clip applier to skeletonize tissue? "Yes, both the d. Cysticus and the artery were isolated" what end of the clip (apex or tip) did not close? "The clip was ejected, both ends missed each other and did not close proximally." How many clips were applied in the procedure? "I believe to have changed after 3 clips, but cannot say this with certainty anymore." No patient injury or illness occurred associated with the complaint event.